Manufacturer narrative:
On (B)(6) 2013 and agent informed djo surgical of a revision surgery involving the removal of a reverse shoulder prosthesis (rsp) primary humeral monoblock and concomitant parts. The original surgery was performed on (B)(6) 2012. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. The device history records for the reported components involved were examined. A review of the sterilization records show that the reported devices had all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with the complaint regarding pre-existing conditions of the patient or activities that may have inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. The data reviewed in this report supports that the infection the patient was suffering from was not the result of a product or manufacturing process defect.

Event description:
Revision surgery- due to an infection. The surgeon removed the product and is waiting to re-implant.